Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and subsequently replaced with a leadless pacemaker system. Antibiotic treatment was required. Cultures were taken and a staphylococcus aureus infection was confirmed. No further patient complications have been reported as a result of this event.